Event description:
It was reported by the patient that the heart wall was breached during the implant procedure and surgical repair was required. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)